Manufacturer narrative:
(B)(4). The complete patient ID# is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair with uphold lite procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016 the patient experienced dyspareunia. She was treated with an estrace and the event has not yet resolved.